Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level went up to 499 mg/dl. The customer was nauseous, had abdominal pain, and was tired. The customer treated her blood glucose level with the insulin pump. The insulin pump alarmed button error and no delivery. The high pressure test passed. The device was not returned.